Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse performed a total service call and no instrument issues were found that may have contributed to the discordant result. The cse replaced the peri pump tubing along with sample syringe. The luminometer was also removed and cleaned. A precision on quality control (qc) and patient samples was performed with acceptable cv's. A new lot of troponin ultra was calibrated before handing system back to the customer. The qc was within limits. The cause for the discordant troponin ultra result is unknown. The quality control (qc) was acceptable at the time of runs. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A false positive advia centaur cp troponin ultra (tni-ultra) result was obtained for a patient sample. The patient was sent to the hospital and a redraw sample was tested on the advia centaur cp at the hospital. The result was negative. The initial sample was repeated at the hospital and the results were negative. Both samples were sent to the laboratory location for repeat testing and the results were negative. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.